Event description:
Husband reported the customer experienced hyperglycemia in the 500 mg/dl range, which he attributes to a battery issue. Her blood glucose begins to increase after the battery has been in use for 3 days and it returns to normal once the battery is changed. She switched to her backup infusion device, and her blood glucose returned to normal. No adverse event was reported. The pump and adapter were replaced and requested for evaluation due to inaccurate delivery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.